Event description:
Update (B)(4) 2013: product/lot; reason for revision dislocation.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required was not provided. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.